Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), brain hypoxia ('no oxygen on right side of brain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015 essure confirmation test should bilateral occlusion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), brain hypoxia (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), panic attack ("panic attacks") and hypertension ("high blood pressure") and was found to have hormone level abnormal ("hormonal changes"). The patient was hospitalized for 5 days. The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, brain hypoxia, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, migraine, headache, nausea, hormone level abnormal, panic attack and hypertension outcome was unknown. The reporter considered abdominal pain, back pain, brain hypoxia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypertension, menorrhagia, migraine, nausea, panic attack and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, chronic pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, migraine, headaches, nausea, hormonal changes, no oxygen on right side of brain, panic attacks, high blood pressure, bleeding. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), brain hypoxia ('no oxygen on right side of brain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion (4 times) on (B)(6)2015, aura on (B)(6)2015, incomplete abortion (between 8 to 11 week) on (B)(6)2014, sickle cell anemia and fever. On (B)(6)2015 essure confirmation test should bilateral occlusion. Concurrent conditions included asthma since (B)(6)2015, panic attacks since (B)(6)2015, anxiety since (B)(6)2015, headache since (B)(6)2015, pelvic pain since (B)(6)2015, sexually active since (B)(6)2014, myalgia since (B)(6)2014, ovarian cyst since (B)(6)2014, anemia and lower abdominal pain. Concomitant products included ibuprofen (rexall ibuprofen) since 2002, iron since 2002, naproxen sodium (aleve) and paracetamol (tylenol) since 2002. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6)2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced brain hypoxia (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), panic attack ("panic attacks") and hypertension ("high blood pressure") and was found to have hormone level abnormal ("hormonal changes"). The patient was hospitalized for 5 days. The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, brain hypoxia, dysmenorrhoea, abdominal pain, back pain, fatigue, migraine, nausea, hormone level abnormal, panic attack and hypertension outcome was unknown and the genital haemorrhage, dyspareunia, menorrhagia, headache and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, brain hypoxia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypertension, menorrhagia, migraine, nausea, panic attack, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: bilateral essure fallopian tube occlusion. Pregnancy test - on (B)(6)2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received + mr received: new events (vaginal bleeding added) reporters added, concomitant medication, lab test, onset date of events, medical history and concurrent condition updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.